Event description:
It was reported that when using the bd pyxis¿ medflex 1000 system had an issue where timeout during issue for patient. The customer stated that they were unable to remove item for patient and timed out issue occurred before they were able to log in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to pi 55845, which was a timeout error. A technical support specialist (tss) added that the timeout error occurred during patient item removal. No additional information was available. Additional information will be added to the record if and when the information is received.